Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e1; e3 the cause of the delivery issue was determined to be patient condition due to patient's anatomy.

Manufacturer narrative:
A4 weight is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that implantation of an impella 5.5 was attempted but aborted due to the patient¿s anatomy and calcification. It was reported that impella implantation was not possible. No signs or symptoms of patient injury or patient harm were reported in association with this event.